Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
(B)(4). Case description: customer recognizes device 8300 (s/n (B)(4)), will not power up. Failure device type: alaris system instrument, failure problem type: 8300, failure mode: troubleshooting/ error codes. Case resolution: customer recognizes device 8300 (s/n (B)(4)), will not power up. Explained problematic issue for device not powering on. Customer tested both sides of device with pcu. Informed customer to change the iui connectors. If issue is unresolved, customer to interchange the logic and/or power supply board to isolate problem fault. Customer given part numbers for replacement parts. Customer to call back for assistance, if any further issues and/or concerns need addressing. End call.